Manufacturer narrative:
H6; detached top jaw. Based upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with a weak crimp and had a detached top jaw. It was concluded that the jaw became detached due to the weak jaw crimp.

Event description:
It was reported during a laparoscopic cholecystectomy part of a clip applier broke off in patient while clipping across taut plastic cholangiogram catheter. There was no consequence to the patient. 03/23/1998 the rep reported the distal tip broke off and was retrieved laparoscopically. The rep reported the case was completed by either an endoloop or by opening a new device.